Event description:
It was reported that pump quick bolus and wake button was extremely difficult to press and often required multiple presses to turn on pump screen. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to press center of button firmly while supporting bottom of pump, but issue persisted, so technical support arranged pump replacement under warranty, advised customer to continue using current pump until replacement arrived, provided instructions for storage mode, and instructed customer to return problematic pump using prepaid label.